Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2015-00144. The ccp monitored the patient by using arterial blood gases (abgs) during the case. The field service rep (fsr) could not verify the reported issue. The fsr downloaded the data logs and sent to the MFR for further evaluation. Using a remote oxygen (o2) tester, the fsr tested the epgs and verified all fio2 readings matched within specifications the readings displayed and set. As a precaution, the fsr replaced the epgs. The unit operated to MFR specifications and was returned to clinical use. The suspect epgs was returned to the MFR for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) stated the set and measured values of fraction of inspired oxygen (fio2) were significantly off on the electronic patient gas system (epgs). The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.